Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging of the 3.5x15mm xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. There was reportedly no resistance noted during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.5x15mm xience xpedition sds was successfully used to complete the procedure. There was no additional information provided.